Event description:
A pt's meter was reported to be giving inaccurate high readings and they suffered a hypoglycemic episode due to that. Based on the info provided, the pt was tested on their meter around 3pm with a result of 555mg/dl. Family member thought that the reading was high, but still went ahead and gave the set amount of 5 units of nph and 2 add'l units of humalog (per sliding scale, based on this reading). They were not having any symptoms at this time. About 1 hour later, they began to "feel sick". They were tested again on their meter with a result of 360mg/dl. Family member phoned the doctor, advised them to give pt 2 more units of humalog since the reading was high. The pt "kept on feeling bad" and had hypoglycemic symptoms. Within 5 minutes (after the reading of 360mg/dl reading on the meter), they were tested on their friend's meter with a result of 50 mg/dl. Since they were also having hypoglycemic symptoms, family member gave them some juice with sugar and they stabilized after that. They did not need to be taken to the doctor's office. Family member reported that they were using a brand new vial of test strips, but did not have any control solution.